Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00356 under a different suspect device. The field service representative (fsr) inspected the instrument, and observed the pre-trigger tubing fitting was loose, with air bubbles present in the tubing. The fsr adjusted the fitting kit, trigger_pre-trigger, removing the bubbles from the line. The fitting kit, trigger_pre-trigger was determined to be the cause of the falsely decreased free t4 result. A review of instrument service history for isr50054 revealed no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the fitting kit, trigger_pre-trigger did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified with the architect i2000sr processing module, serial number (B)(6), or the fitting kit, trigger_pre-trigger.

Event description:
The customer reported a falsely decreased architect free t4 result generated by the architect i2000sr processing module for a 37-year-old male patient. The result was inconsistent with another sample collected on the same day. The following data was provided: (B)(6) 2025 at 12:02 sid: (B)(6) result = 0.84 ng/dl. (B)(6) 2025 at 13:00 sid: (B)(6) result = 0.67 ng/dl. No impact to patient management was reported.